Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker exhibited under-sensing. No intervention was performed.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis, sensitivity evaluation, visual inspection and longevity assessment performed indicated normal functionality with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: the missing event description in b5 should have been "new information notes the device was received for analysis; it was explained on an unknown date. No additional information was received."

Event description:
New information notes the device was received for analysis; it was explained on an unknown date. No additional information was received.